Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed, as olympus did not observe any foreign object. The event can be detected/prevented, by following the instructions for use, which state: [reprocessing before the first use/reprocessing and storage after use]. This instrument was not cleaned, disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 7: ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had markings inside the channel and either bristles from a brush or hairs inside the scope. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 21feb2024.